Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device shuts down with cassette attached when not on a level surface. It shuts down on its own and would restart properly, but as soon as it is moved it would shut down. A new pump was issued to patient. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.